Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, while positioning the valve, the patient experienced a transient heart block, and it was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). On the following day, the patient went into a compete heart block and required a pacemaker to resolve this event. The patient had an extended hospitalization. The patient was in a recovering condition and subsequently discharged in a recovered condition.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to patient comorbidities. However, this could not be confirmed. The hospitalization and surgical intervention were a result of case specific circumstance as a permanent pacemaker was implanted and prolonged hospitalization was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. During the procedure, the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient experienced a transient heart block. On the following day, the patient went into a compete heart block and required a pacemaker to resolve this event. The patient had an extended hospitalization. The patient was in a recovering condition and subsequently discharged in a recovered condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.